Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v386575, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported there was impedance of <(><<)>250 ohms. It was stated the patient needed a brain magnetic resonance imaging (MRI) and contact 2-3 had an impedance of 143 ohms. It was stated c-2 and c-3 were both 831 ohms. It was further reported the cause was not determined. It was stated no further diagnostic testing was performed. It was noted the patient¿s symptoms were doing well. It was stated the patient¿s battery was at 2.67 so they were referred to a doctor for a battery exchange. It was stated the patient had an appointment scheduled for one week following report.